Event description:
It was reported that a malfunction occurred on the pump after it was put through tsa x-ray security. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurs, which they acknowledged and understood.